Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that the dental implant had to be removed due to the abutment fracture. The installation region 6#, 50 ncm of primary stability was achieved, the patient presented bone type ii and immediate load procedure was performed.